Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion sets fell off events during use on date 20-april-2024, 05-may-2024, 11-may-2024, 26-may-2024, 01-june-2024, 07-june-2024 and 16-june-2024. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.